Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 3300tfx aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of 7 years, 6 months due to regurgitation. The patient was asymptomatic upon presentation. Consultation on savr vs tavr is pending for patient. This 67-year-old male patient has a history of congenital heart disease, ckd on dialysis, htn, non-ischemic cardiomyopathy with prior lv mural thrombus, and burkitt's lymphoma s/p chemo and bone marrow transplant.

Manufacturer narrative:
Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring during device implantation or post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. The most likely root cause is patient-related factors, including chronic kidney disease, coronary artery disease and congenital heart disease. The subject device is not available for evaluation as the device remains in the patient. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.